Manufacturer narrative:
A ge service representative performed an on site investigation. The cine bridge board was reseated and the cine drive was formatted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the cine images were not being recorded. There was no pt injury or death reported.